Manufacturer narrative:
It is not known if the device will be returned for evaluation. Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that: "patient did not fall, just felt pain. Returned to dr's office. X-rays showed fracture of gamma nail."